Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to current combo deep vein thrombosis (dvt)/pulmonary embolism (pe) and pe with moderate clot burden followed by a successful percutaneous/complex removal on (B)(6) 2018. The patient alleges tilt, vena cava perforation, organ-mesenteric perforation, recurrent pe, thrombosis in inferior vena cava filter (ivcf), lifetime anticoagulation, and embedment. The patient further alleges anxiety, mental anguish, stress and worry. (B)(6) 2017, per a report from computed tomography; ¿conclusion: proximal end of the ivc filter is at the level of the junction of renal glands and the inferior vena cava. The prongs of the ivc filter lie outside the wall of the ivc. The hepatic veins are prominent.¿ (B)(6) 2018, per a report from computed tomography; ¿impression: retrievable infrarenal ivc filter is intact, mildly tilted, without evidence of filter complication for inferior vena cava thrombosis. No external iliac vein thrombosis.¿ (B)(6) 2018, per a report from retrieval report (successful); ¿impression: 1. Embedded apex of the ivc filter with fibrous tissue surrounding the top half of the filter. Ivc filter retrieval using hangman technique, as described above.¿

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, and h6. Investigation: the following allegations have been investigated: pulmonary embolism, organ-mesenteric/vena cava perforation, embedment, thrombosis, tilt, lifetime anticoagulation, anxiety, mental anguish, stress and worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported lifetime anticoagulation, anxiety, mental anguish, stress, and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.